Manufacturer narrative:
Problem code 2979 captures the reportable event of working channel sleeve protrusion. A visual assessment was performed after disinfection. The catheter was kinked in several areas, near the distal end. As received, the working channel sleeve (wcs) protruded. Maximum wcs protrusion remained consistent when the distal tip was articulated by turning the knobs in all directions. A functional assessment for passability was performed. An autolith touch ehl probe was inserted and able to pass through the working channel with no resistance. The probe was then inserted while the working length was held in loops and the distal end of the device was inserted into the fixture simulating tortuous anatomy. The distal tip was aligned between the black markings on the path, with the shaft of the catheter oriented such that the working channel was on the inside of the radius in the path. The probe encountered resistance through the working channel at the distal area, confirming the reported complaint of difficult to advance accessories. The resistance was observed in the area of the catheter's kinks. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The white and clear areas along bond a appeared to show evidence of adhesion. The complaint was consistent with the reported complaint incident of working channel sleeve protruding. Based on investigation results, the underlying cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Working channel sleeve protrusion in devices manufactured post 01mar2018 changes has been determined to be a design issue, therefore, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is design inadequate for purpose, which indicates that problems were traced to design/design features of the device that do not support or do interfere with the intended purpose of the device. An investigation is underway to address this issue. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint. The DHR review confirms that the accepted device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct during a cholangioscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the physician had difficulty advancing the ehl probe through the spyscope ds and noticed that the working channel sleeve of the spyscope ds protruded. An ehl probe was inside the spyscope ds when it protruded. The procedure was still completed with the same spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct during a cholangioscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the physician had difficulty advancing the ehl probe through the spyscope ds and noticed that the working channel sleeve of the spyscope ds protruded. An ehl probe was inside the spyscope ds when it protruded. The procedure was still completed with the same spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event.